Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted due to an overdischarge. The overdischarge was confirmed and noted to have occurred 3 times. The reporter indicated that the patient "hated recharging and admitted to not charging". At the time of replacement, the general surgeon was concerned about the set screws on the ins and wondered if there may have been an issue with them. The reporter "highly doubted" that but was going to have them analyzed. The patient was re-implanted with a primary cell. There were no patient symptoms or injuries related to the event and "all" was indicated to be "well".

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (restore ultra 37712, serial #(B)(4)) found it to be overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count was 28. The last recorded recharge session done while the device was implanted was on (B)(6) 2010. The battery discharged to the lock mode on (B)(6) 2010. The battery discharged rapidly, telemetry was successful after the second recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.